Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung issues, weight gain, abdominal distention, respiratory distress, excessive mucous that is difficult to clear, skin itching, lesions and patient was unable to use the device overnight for a full night sleep because he was unable to breathe, patient attempted to change the mask but still was unable to breathe while using the device. There was report of medical intervention. Patient went to a pulmonary center and to a cardiologist and was getting regular x-rays. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.